Event description:
It was reported that upon deployment, the stent graft moved from its intended placement site and moved into the patient's lung. The stent graft was pulled back into the femoral area and a cut down procedure was performed. The stent graft was successfully removed. The patient was doing well post procedure.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent graft was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.